Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 400 mg/dl. The customer's mother states that the motor error occured while he was sleeping. It was also stated that they received a no delivery the night prior to the alarm. No significant events prior to the motor error alarm. The customer states that they are able to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.